Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, minor scratches on the display window, a broken reservoir tube lip and a broken belt clip slot.

Event description:
It was reported that the customer had a no delivery alarm and a motor error alarm on the insulin pump. Customer cleared the alarm and suspended the pump. Customer cleared the suspend on the pump and tried to give herself a bolus. However, customer then received a motor error alarm and the pump started to rewind with her still attached to it. Customer's blood glucose level was 250 mg/dl. Customer reported that the no delivery alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer removed the reservoir. Customer already cleared the motor error alarm. Customer is able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.